Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the event may also be related to the patient's history of non-compliance with his antibiotic therapy. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient with an ongoing chronic history of recurrent driveline (dl) infection, developed bacteremia. The patient's infectious disease physician noted that the bacteremia had likely colonized from these infections. A head computerized tomography (CT) scan revealed new areas subarachnoid hemorrhage. The patient's medical team noted that these lesions might represent septic emboli, brain abscess or primary malignancy. They did not feel that the event could be related to the patient's human immunodeficiency virus since he had been well controlled on his medications. A transthoracic echocardiogram (tte) revealed no changes from an earlier study done the month before; while blood cultures were negative. The site reported that the patient was treated with medications. The event was reported to have been resolved on (B)(6) 2014. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device. No further information has been provided.